Event description:
The customer reported that she did seek medical attention. The caller believes that her blood glucose was 13mg/dl, and she was taken to the hospital. The caller stated that she fell, hit her head and the insulin pump continued to run while she was unconscious on the floor. The customer was on the floor for a long period of time and her roommate found her and called the paramedics came to her house. The customer stated that no longer use the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.